Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-134- user has low glucose value test strip (B)(4). Note: manufacturer contacted customer on 3/27/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose results accompanied by symptoms. The customer is concerned with results obtained of 68 mg/dl. The expected fasting blood glucose test result range is 80-100 mg/dl. The customer did report symptoms of confusion, nervousness, sweatiness, slurred speech. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 12/16/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer went to the hospital on (B)(6) 2018 for hypoglycemia. Customer received a result with our meter of a 65 mg/dl fasting and with ambulance meter unknown brand of 12 mg/dl fasting. Customer reported symptoms of confusion, nervousness, sweatiness, slurred speech. Customer was injected with dextrose in ambulance. Upon arrival at hospital, his blood glucose result was 131 mg/dl n/fasting. His physician changed his medication to glipizide 5 mg. The customer was discharged on (B)(6) 2018.